Event description:
It was reported to medtronic neurosurgery that the doctor found valve leakage when performing the patency test before the surgery. No impact to the pt was reported.

Manufacturer narrative:
The valve was patent. It met the specifications for siphon, reflux, pressure-flow and pre-implantation testing. However, it did not meet the requirements for leak testing due to a small tear in the top membrane of the delta chamber. It is unk how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.